Event description:
It was reported that insulin gauge on pump displayed amount different than expected, showing a static fill estimate of 90 units even while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and support explained that this could occur due to large changes in pressure readings used to calculate remaining insulin and that fill estimate would begin to decrease once actual insulin amount matched the static value, and customer understood and acknowledged this information.